Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a 1 year decrease in longevity after 7 months. The patient is 100% atrial and ventricular paced. A boston scientific technical service consultant was contacted and discussed that the longevity remaining indicated by the device is an estimate prepared by the programmer that is dependent upon the same parameters as the battery status gauge. In addition, the estimate uses the average pacing percentages of the last 30 days at the programmed device settings. This estimate can cause a discrepancy with the battery longevity indicator and could explain what was observed between follow-ups. The device remains implanted. No adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.